Event description:
The customer called to report low blood glucose levels for the past few days. Troubleshooting was performed, and the time and date were correct. However, found that the fixed prime was set to 8.0 and the customer was unaware of this. Also found a 20 unit bolus in the bolus history that the customer did not recall programming. Due to that bolus, the customer's blood glucose levels dropped to 47 mg/dl, and the paramedics were called. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.